Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s lcd screen being damaged, and low voltage alarms, were both confirmed. Two log files correlating to this system controller were reviewed, collectively containing data spanning approximately 15 hours (16may2021, 6:41 - 21:39 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On 16may2021 at 21:29, the patient¿s rsoc voltage values were observed to drop to ~1.4 volts in both cables, triggering a low voltage advisory alarm. The patient disconnected and reconnected the power cables individually; however, the alarm and low voltage values remained. The patient¿s driveline was observed to have been disconnected at 21:33 of the same day to perform the reported controller exchange. No other notable events were observed. The returned system controller (serial number (B)(6)) was observed to have two white vertical lines on its lcd screen upon being connected to power. The controller was functionally tested and was found to perform as intended despite the observed lines, and atypical alarms were unable to be reproduced. The screen¿s white line issue was isolated to the screen itself. The root causes of the damage to the screen and the low voltage alarms were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve all alarms that sound from their controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital on ambulance and reported damage on the lcd display and low external power alarms on the system controller. The patient was switched to their backup controller and the alarms resolved.